Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart xl had a shock malfunction. There was no negative impact to the involved patient.

Manufacturer narrative:
.

Event description:
The customer reported that the heartstart xl had a shock malfunction. There was no negative impact to the involved patient.